Event description:
It was reported that the day after the implant, the patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. The lv also exhibited high thresholds in all configurations. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.